Event description:
The customer contacted baxter's technical service center regarding the patient line was full of air. The tsr explained that therapy needed to be ended and new supplies needed to be used. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he said he was able to resume therapy after starting over with new supplies. He said he did not notice anything unusual with any of the previous supplies. He said he did discuss the air in the line with his nurse. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the labeling adequate for the possible use error in this complaint.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded but the lot number was known, therefore no evaluation will be performed but a batch review will be performed. A follow-up report will be filed if any additional information becomes available.